Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the basilic vein fistula. Following the insertion of a 7fr sheath, an 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, the balloon ruptured in a transverse axis. Upon attempts to remove the balloon catheter through the 7fr sheath, resistance was encountered in the last few centimeters. Gentle traction was applied allowing the balloon catheter and about 2/3 of the balloon to be withdrawn through the sheath. Fluoroscopy was then performed and the distal marker of the device remained in the patient and still on the wire. Balloon remnants were also noted at the fistula access site. Subsequently, the 7fr sheath was removed and was exchanged to an 11fr sheath. A snaring device was then inserted coaxial over the wire to remove the balloon remnants. Further traction was applied to remove the distal radio opaque marker. At this stage, no radio opaque marker remnants seen on fluoroscopy. Ultrasound was then performed to visualize the balloon remnants. The physician then positioned the sheath to capture the balloon remnants and once sufficiently lodged, the balloon remnants were withdrawn together. Visual inspection of the pieces confirmed that all had been removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The device was received in two sections as a result of a shaft break and a complete circumferential tear in the balloon. The distal section of the break measured 4.9cm in total length from the tip end of the device. An examination of the shaft at the site of the break identified that the shaft was severely stretched and accordioned. The distal and proximal markerbands had moved and were positioned side by side at the proximal transition zone on the balloon. The markerbands had moved as a result of the shaft being severely stretched down. The complete circumferential tear was located at 3.7cm proximal to the tip. Both sections of the balloon were unravelled and examined and not other tears were noted. Further examinations of the device identified that the device was inserted through a 7 french cordis introducer sheath. No issues were noted with the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the basilic vein fistula. Following the insertion of a 7fr sheath, an 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation; however, the balloon ruptured in a transverse axis. Upon attempts to remove the balloon catheter through the 7fr sheath, resistance was encountered in the last few centimeters. Gentle traction was applied allowing the balloon catheter and about 2/3 of the balloon to be withdrawn through the sheath. Fluoroscopy was then performed and the distal marker of the device remained in the patient and still on the wire. Balloon remnants were also noted at the fistula access site. Subsequently, the 7fr sheath was removed and was exchanged to an 11fr sheath. A snaring device was then inserted coaxial over the wire to remove the balloon remnants. Further traction was applied to remove the distal radio opaque marker. At this stage, no radio opaque marker remnants seen on fluoroscopy. Ultrasound was then performed to visualize the balloon remnants. The physician then positioned the sheath to capture the balloon remnants and once sufficiently lodged, the balloon remnants were withdrawn together. Visual inspection of the pieces confirmed that all had been removed. No patient complications were reported.